Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure deflation issue and removal difficulty occurred. The in-stent restenosis lesion was located in the left anterior descending (lad) artery. The flextome cutting balloon was used to dilate the lesion. The cutting balloon was inflated once and then it did not deflate properly. The cutting balloon seemed to lodge in the vessel wall and would not dislodge. The cutting balloon was inflated one more time with a couple of atms; then it deflated and was successfully removed. The procedure was completed with an unspecified balloon. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.